Event description:
It was reported the right ventricular lead demonstrated high impedance measurements. Lead fracture due to subclavian crush of the lead was suspected. The venogram showed occlusion to the subclavian vein. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead 2011-(B)(6), d314drg implantable cardioverter defibrillator (ICD) 4076 implantable pacing lead 2011-(B)(6). (B)(4).